Manufacturer narrative:
Additional information h2, h3, h6 investigation conclusion the customer reported that the rn tried to hang tube feeds four times and each time the feeding set leaked around the place where the tubing goes into the spike. It was verified that the tubing was securely spiked. She went and got a bag from the fifth floor and had no trouble with that one. They went through another three feeding sets that same day that were leaking. The leaks have all occurred prior to patient use. The reported complaint for product code 775100, epump cross spike feed & flush, with lot number 200480155 was investigated. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Two hundred and fourty (240) unused samples and one (1) used sample were returned for evaluation. Visual inspection and functional testing performed confirmed the reported product failure of leak. The location of the leak was identified at the tubing and sross-spike connection. A formal investigation was initiated to determine the root cause of the confirmed product failure as well as actions necessary, if applicable, to prevent the product failure for recurring. This complaint will be used for monitoring and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the rn tried to hang tube feeds four times and each time the feeding set leaked around the place where the tubing goes into the spike. It was verified that the tubing was securely spiked. The rn went and got a bag from the fifth floor and had no trouble with that one. The facility went through another three feeding sets that same day that were leaking. The leaks all occurred prior to patient use.